Event description:
A remstar auto a-flex was returned to a third-party service center for evaluation. There were no reports of serious or permanent harm, injury, or medical intervention associated with the device. During evaluation visible foam particles were present inside the blower kit, indicating foam degradation, and dust contamination was also noted. Several error codes were found e053 (err_comp_log_sem_timeout), e055 (err_therapy_queue_full) and e063 (err_stuck_knob_key). The device was scrapped by the service center after the evaluation was completed. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction.